Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# unknown, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: unknown, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that a catheter event had been confirmed. They revised the catheter. No symptoms were reported. The event date was unknown. There were no further complications reported at this time.